Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient initially presented with an acute myocardial infarction (mi). After the patient had stabilized, a cardiac cath was scheduled. The patient had been on clopidogrel and aspirin prior to the procedure. The 90% stenosed lesion was located in a non-calcified and mildly tortuous left anterior descending artery (lad). Ivus was performed and the lesion was predilated with a 3.0x14mm balloon. The 2.75x16mm taxus express2 stent was deployed at 14 atm's and the stent was post dilated. Ivus confirmed that the stent was fully expanded. Aspirin and clopidogrel were continued. No complications were noted. The patient was discharged three days later. One day after discharge, the patient presented to the facility with chest pain. EKG and an echocardiogram were performed and confirmed a possible mi. An urgent cath was performed which revealed thrombosis of the taxus express2 stent. A thrombectomy was performed and then the lesion was dilated with a 3.0x14mm balloon. No further complications occurred. Patient status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.